Event description:
The lead was electively explanted on 7/15/96. The pt was readmitted to the hosp for swelling in the left arm and neck pain. "Physical exam, indeed, did show considerable swelling in the arm with evidence of at least external carotid thrombosis. She has since been treated coumadin with resolution of the swelling in her arm and the pain in the left side of her neck."